Event description:
The haptic bent as the lens was implanted in the patient's eye. The lens was removed, and replaced by enlarging the incision. Suture was use to close the incision.

Manufacturer narrative:
See MDR 1920664-2009-00210 for the delivery device used with this intraocular lens.